Event description:
Customer reported the insulin pump was alarming during manual prime. Customer's blood glucose was unk. The device was not dropped or bumped prior to the alarm occurring. The drive support cap appeared to be normal. Customer was advised to discontinue use of the device and revert to back up plan. No further info reported.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.